Event description:
A malfunction occurred on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Despite previous incidents of the same malfunction and attempts to reset the pump, the issue persisted. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.